Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed and it was found that the incontinence was due to urethral atrophy. The device was removed and a new aus was placed. There were no additional patient complications reported.